Event description:
A malfunction alarm was reported with code malf 12. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump and assisted the caller, ensuring that the malfunction did not recur after the reset. The customer was advised to continue using the pump and to call back if the malfunction code returned, which the caller understood.